Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV

Event description:
A second physician reported rupture observed during surgery. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening in device on the posterior side assessed as fold flaw opening (tear) opening. Capsular contracture: capsular contracture: unable to observe since it is a medical event and is not related to the device. Additional observations: no penetrating nick ( stress marks) observed on the device. Crease fold observed on the device. Yellow particle observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. A second physician reported rupture observed during surgery. The device has been explanted.